Event description:
It was reported that an ilet pump¿s sleep/wake button became increasingly unresponsive while the device was running the latest firmware, and a replacement device was arranged; blood glucose was reported unaffected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included continued use of cgm through the dexcom app or receiver and instruction to shut down the ilet to avoid further alerts, with guidance to pair the replacement device to the mobile app and to rescan the cgm sensor. Investigation included a review of device history where available and user interview. Investigation of this case revealed a user-interface hardware issue involving the sleep/wake button with no impact to glycemic control reported. T was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.